Event description:
User alleges they had one event of the metered dose inhaler elbow breaking where it attaches to the elbow and a piece went into the endotracheal tube. The piece was able to be retrieved and there was no pt injury.